Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an unspecified adverse event occurred in which a faradrive steerable sheath clear was used. Additional procedure and patient information have been requested however, no further information has been provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation, a faradrive was selected for use. During procedure, the patient experienced pericardial effusion, it was noticed on ultrasound after an episode of hypotension. It occurred minutes after transeptal puncture and while physician was trying to insert guidewire in left superior pulmonary vein. The cause of pericardial effusion is unknown. Physician had performed pericardial drainage, and the patient was stabilized clinically. The procedure was cancelled, and the patient was under general sedation. The device is expected to be returned.